Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that the tampon was upside down in the applicator, thereby making the retrieval string inaccessible to aid in removal of the tampon. The tampon was removed with the assistance of a medical professional. Multiple attempts were made to follow up with the consumer, however, these contact attempts were unsuccessful. No consequences reported.